Event description:
The customer tested his blood glucose using the contour meter and received a reading of 133 mg/dl. He retested 5 minutes later using the elite meter and received a reading of 50 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.